Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: morcellator issues during procedure causing injury to bladder.2 sets were used. Cross reference MDR: 9610617-2025-02071.